Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. Sometime between (B)(6) 2016 the patient suffered a heart attack. The patient was brought to the hospital where he was diagnosed with acute urinary tract infection (uti) which caused dementia. It was also discovered at this time that the patient had the heart attack. The patient spent a week in the hospital and missed a scheduled pump refill on (B)(6) 2016. It was unknown if the pump was currently alarming. The reporter stated that the patient¿s spasms were ¿just ridiculous¿ but it was unclear if this was a recent change to the patient¿s condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that since (B)(6), 2015 the patient's health has greatly declined. Prior to these events he had mental acuity and no issues. On (B)(6) 2016, the patient had withdrawal and the pump was alarming. They were told by one healthcare provider (hcp) at that time that the he had a uti and heart issues, while another physician said there was no indication of either of those issues in the test they ran. Oral baclofen was given to the patient at that time. On a (B)(6) 2016 visit with a physician, the pump was accessed and the drug color was off and too thick; it was also stated that the volumes were off (no specifics known). (B)(6) 2016 they went to see the physician and could not get "a thing" out of the pump. It was an issue with the "push and pull" on the pump. Prior to the visit, the pump was alarming due to low reservoir. They thought the alarm was something in the house before they determined it was the pump. On (B)(6) 2016, the pump was turned off and the patient fell asleep on the way home from the appointment which was not abnormal. They struggled to wake the patient but eventually did and then he went to sleep and af ter that he was in a coma. He was in the hospital for four days in a coma. He opened his eyes on (B)(6) 2016. On (B)(6) 2016, the patient went home as he asked to be discharged. The patient does have severe dementia so the daughter was not happy he was discharged. The patient is in a wheelchair, elderly, paraplegic, and caller states he is "dying". There were no interventions mentioned. The reported symptoms are a change in mental status, hallucinations, cannot transfer himself anymore, and memory loss. It was also reported that there were withdrawal symptoms on (B)(6) 2016. The dose is being decreased on the pump 5-6% at each visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.